Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon impact of cup with direct anterior cup impactor the shell did not seat to acetabulum. Dr removed cup and tried unscrewing shell from daa bolt. Seems to be cold welded to bolt.

Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from a tritanium shell was reported. The event was confirmed. Conclusions: the event was confirmed. The cup impactor bolt could not be unscrewed by hand from the tritanium shell. There is no alleged failure of the shell and it has been confirmed that this event is within the scope of CAPA opened on 16-mar-15 for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Upon impact of cup with direct anterior cup impactor the shell did not seat to acetabulum. Dr removed cup and tried unscrewing shell from daa bolt. Seems to be cold welded to bolt.

Manufacturer narrative:
A second supplemental report is being submitted on 5/1/2017 to correct evaluation codes method, results, and conclusion codes.

Event description:
Upon impact of cup with direct anterior cup impactor the shell did not seat to acetabulum. Dr removed cup and tried unscrewing shell from daa bolt. Seems to be cold welded to bolt.